Event description:
It was reported that during a hip procedure on (B)(6), 2011, a taperloc lateralized 11mm porous femoral package was opened, but a taperloc std. 13.5mm porous femoral was found to be inside. No further complications have been reported.

Manufacturer narrative:
Evaluation confirmed that a taperloc std. 13.5mm porous femoral was mis-packaged and labeled as an 11mm porous femoral. Only one item from each lot had been incorrectly packaged. All items are accounted for. No product was distributed or sold in the united states. This report filed (B)(4), 2012.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item to be returned to manufacturer. Upon receipt of component and completion of evaluation, a follow-up report will be sent to the FDA.this report filed (B)(4), 2011.